Event description:
It was reported to boston scientific corporation that during a routine replacement of an enteral feeding device, the bolster detached from the device. The device had been placed 7 mos earlier. The physician immediately attempted to remove the bolster with the aid of an endoscope, however the bolster migrated into the duodenum and the physician was unable to remove it. The pt was reported to be in stable condition.

Manufacturer narrative:
The device has been received by this MFR. An evaluation has not yet been performed, therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.